Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. Troubleshooting was performed and it was determined that the occlusion was coming from the cartridge. Customer successfully changed the cartridge and resumed insulin delivery. Cartridge is typically changed every 4-5 days. There was no impact to customers' blood glucose level.